Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported there was possible device tampering from a patient. It is not known if the hospital uses an authorization code. No further info is available.